Manufacturer narrative:
The reported events of failure to capture and ¿anode was damaged¿ were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
Additional information was received that rv lead damage was visually noted during the procedure.

Event description:
During implant procedure, loss of capture was noted on the right ventricular (rv) lead. Additionally, the rv lead was suspected to have been damaged during the procedure. The rv lead was not implanted, and a new rv lead was successfully implanted to resolve this event. The patient was stable.